Manufacturer narrative:
A system service check of the medrad® stellant flex CT injection system, serial number (B)(6), completed september 12, 2024, verified it was operating within bayer specification. Bayer product analysis received and tested the medrad® stellant flex disposable syringe kit (flexd-150-scs), lot number 8657149, in use during the procedure and concluded that it performed to specification with no problems observed. An offer for additional applications training has been made and has been accepted by the site. Training will be scheduled in the upcoming weeks. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was informed that a 72-year-old female experienced an extravasation while connected to a medrad® stellant flex CT injection system (sn (B)(6). The customer reported that approximately 150 ml of fluid was extravasated in the patient's right antecubital. Following the event, the affected limb was elevated, a cold compress was applied to the infiltration site, and the patient was admitted for observation. The current status of the patient is unknown. The site continues to use the injector after the reported event with no further issues reported.